Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high and low as 40 mg/dl. Customer¿s high blood glucose values were in 200's. Patient's blood glucose value at time of incident was 330 mg/dl and current value was 132 mg/dl. Customer reports the following symptoms related to their high blood glucose was he felt like passing out. The customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering was customer stated no alarms, just feels the pump is under delivering due to high blood glucose. Customer actions prior to the event was sleeping. Customer declined to remove/ change set. Customer states went low blood glucose was 40 mg/dl and declined troubleshooting. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer reports pump was not worn during a medical procedure/test around an high magnetic field. Performed displacement test which is passed. Customer is able to perform hp test at this time. Assisted with performing the hp test. Test results: passed. Customer stated low blood glucose value was 42 mg/dl which was treated with glucose tablets and troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.